Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis mp system. The customer reported that no acquisition was possible during examination, only fluoro. As the procedure was nearly finished, the final checks were completed with fluoro. We are unaware of any impact to the state of health of the patient involved.